Manufacturer narrative:
H6: type of investigation 3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/1.0/42 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Deposits on the lens were observed. The problem was not resolved. It is reported that doctor gave predforte 3 times a day.